Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device logs did not show any evidence to support the customer's report of receiving and advisory message and being unable to charge/ discharge. Our investigation concluded based on the evidence in the log that the report is unsubstantiated. The device was recertified and returned to the customer no trend is associated with reports of this type.